Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the casters will lock but continue to swivel from side to side. The technician replaced the caster supports to repair the bed.